Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occurred a sepsis. The surgeon re-operated the patient to wash the implants without revision.

Event description:
No new information.

Manufacturer narrative:
Addition of lot code and peremption date in section d4. Reported event : an event regarding infection involving a novae stick 49 cmtd dl mob cup + impact was reported. Conclusions: the reported device is an serf product. Technical investigation: the product was not returned making the technical investigation impossible. Documentary investigation: novae stick (B)(6) manufacturing order: (B)(4). No non-conformity has been recorded on this batch. Manufacturing steps ensuring the cleanliness and sterility of the device final cleaning step ensuring decontamination: no anomaly, compliance with the validated cycle. Sterilization step ionisos:: no anomaly, in line with expectations o certificate n°15t00035d: compliant parameters conclusion: the manufacturing steps ensuring the cleanliness and sterility of the device do not present any deviations likely to compromise the cleanliness or sterility of the device. (B)(4) units put on the market by (B)(6) in (B)(6) 2015. No other complaints have been recorded on this batch. In the absence of more information, cause not established. Corrective action/preventive action: no action is required.